Event description:
At about 3 months after the primary, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 october 2025 ball heads: mectacer c 36mm biolox delta head s (k112115) lot 2408713: (B)(4) items manufactured and released on 16-apr-2024. Expiration date: 2029-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3652hct flat pe hc liner d 36/g (k103721) lot 2419871: (B)(4) items manufactured and released on 20-sep-2024. Expiration date: 2029-09-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.